Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock therapy due to the device sensing emi (electromagnetic interference)/noise, causing a lead integrity alert to trigger. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
5076-52 lead implanted: unknown, boston scientific lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.